Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during treatment of the superficial femoral artery (sfa) with a 8.0 mm x 40 mm, 135 cm ranger drug coated balloon (dcb), the balloon could not be completely deflated after intervention. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported there was no intervention necessary. And the patient was stabile.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a ranger drug coated balloon. Visual examination of the device showed a necked down or stretched section of the catheter approximately 101cm from the tip. Functional testing consisted of inflating the device to a pressure of 12 atms. The device inflated; however, when deflation was attempted, it did not deflate within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported there was no intervention necessary. And the patient was stabile.